Event description:
It was reported that the patient was shocked due to t-wave oversensing. The device sensitivity was increased from 0.3 mv to 09 mv. The lead remains in use. It was also noted that the patient was part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.